Event description:
Report received from (B)(6) states that the air connection line to the cutter became disconnected several time during use. The line was reconnected and the pressure was adjusted to 3500 mpc. The procedure was then completed with no impact or injury to the pt.

Manufacturer narrative:
The product is not available for return, it has been discarded by the facility. The lot number was not provided therefore a review of the device history records could not be performed.